Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to the verify screen with a pinkish contrast. Auditory feature was operational. No tactile issues were found with the keypad buttons. Unrelated to the complaint, there was no vibratory feature when the pump powered up. Removal of the vibration motor and applying power directly did not illicit a respond confirming that the motor had failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.